Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a high drain 105 (night drain #5) alarm. The patient was not connected at the time of the alarm. This alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume. The patient explained that they had been on the machine earlier in the morning. Now they were getting this alarm. The technical service representative (tsr) assisted with clearing the alarm and reviewed the therapy. The therapy was continuous cycling peritoneal dialysis (ccpd) / intermittent peritoneal dialysis (ipd), the total volume (tv) equaled 15.5l, the fill volume (fv) equaled 2.3l and the last fv was 1.5l and the dextrose was set to same. The initial drain volume (dv) equaled 523ml, the last ultra filtration (uf) was 3305ml, cycle 6 uf=149ml, the cycle 5 uf was 2650ml, cycle 4 uf was -2183ml, cycle 3 uf was 735ml, cycle 2 uf was -296ml, the cycle 1 uf=2250ml. The tsr reviewed the alarm log which noted the high drain 105 alarm. The tsr also noted some bypasses with another alarm. The tsr explained about not bypassing. There was no patient injury or medical intervention associated with this event. No additional information is available.